Event description:
Customer reported receiving inaccurate readings on their precision xtra meter. Customer received readings of 5.4 mmol/l compared to a lab reading of 3.3 mmol/l within 0 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.